Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, customer experienced a low blood glucose (bg) level of 158-216 mg/dl; cause was unknown. Reportedly, the customer was subsequently hospitalized. Customer consumed carbohydrates to treat the low blood glucose and injected insulin. No additional information was provided on the type of treatment received at the hospital or patient's condition.